Event description:
Philips received a complaint by a field service engineer (fse) on the v60, indicating that the device was not stable on the roll stand. It was reported there was no patient involvement at the time the issue was discovered. Resolution and disposition are pending - investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe), it was confirmed by the field service engineer (fse), that a new top platform was previously ordered by the customer due to damage. The customer requested the field service engineer (fse) to install the top platform. The replacement was initiated promptly upon the customer's request. No further information was able to be obtained through gfe attempts. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.